Event description:
The international customer reported the ventilator would not power on via ac power. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. The manufacturer's service technician reported finding a blown fuse in the power supply. The reported finding of the power supply failure by the service technician may cause the ventilator to shut down if it were to recur during use. The service technician replaced the power supply to correct the finding. Upon completion of service, the unit functioned per operating specifications.